Event description:
It was reported that during a coronary drug eluting treatment procedure, deflation issue occurred. The treatment was for a severely calcified, 99% stenotic, de novo lesion in a monderately tortuous right coronary artery (rca). The physician attempted to predilated the lesion with a 2.5 x 9 mm maverick balloon, but was unable to cross the highly calcified lesion. The physician successfully predilated the lesion with a 1.5 x 9 mm maverick balloon at 16 atms. The physician then used a 2.0 x 20 mm maverick balloon at 16 atms, followed by a 2.5 x 20 mm maverick balloon at 20 atms. After predilation the physician attempted to cross the lesion with a cypher 2.5 x 28 mm stent, however, was unable to cross the lesion. The physician then decided to use a taxus express2 - 2.5 x 20 mm stent, however, had difficulties advancing to the lesion. The physician was able to advance the taxus stent over the lesion and the wire dissection. The taxus stent was successfully deployed at 16 atms. It was noted that the dissection was caused upon wiring with the guidewire. Upon deflation the balloon would only deflate down to 14 atms where it stayed for about one minute. The physician attempted to dial down and dial up in addition pulling negative with no success of deflating the balloon. A 20 cc syringe was attached to the stop cock and pulled back two times with no success of deflating the balloon. A cordis shinobi guidewire was inserted in attempts to puncture the balloon, however, was unsuccessful. The physician then decided to burst the balloon by inflating to 28 atms. The balloon was successfully removed. Angiogram at this point showed brisk flow distally, no evidence of dissection, and no contrast extravasation. However, there was residual stenosis proximally to the taxus stent. A cypher 2.5 x 28 mm stent was deployed proximally to the taxus stent, just overlapping. The physician then post-dilated with a 2.5 x 20 mm maverick balloon at 18 atms. Final angiogram showed a slight step down distal to the taxus stent, no evidence of dissection, 0% residual stenosis, and timi iii flow distally. No injury or complications was reported. Pt status is reported as "good".